Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other armada balloon catheter is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the superficial femoral artery (sfa) and popliteal, moderately calcified lesions. An armada 35 balloon catheter advanced to the sfa without issues. On the 1st inflation at 6 atmospheres (atms), the balloon burst. An armada 14 advanced to the popliteal without issues. Also, on the 1st inflation at 6 atms, the balloon burst. Both devices were removed without issue and another device was used in replacement. There was no adverse patient effect and no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot.the investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.